Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a libre 3 plus sensor already paired to the libre mobile app could not connect to the ilet system, and the user was advised that a new sensor would be required to pair with ilet. Symptoms included no clinical symptoms reported and blood glucose was not affected. Outcomes included no medical intervention, no hospitalization, and no impact on daily activities. Investigation included technical support review and user education. Investigation of this case revealed that the sensor was locked to another device, preventing connection to ilet. It was concluded that the device functioned as designed and that user setup configuration caused the connectivity limitation.